Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user missed a meal announcement, after which blood glucose rose to approximately 400 mg/dl and the ilet indicated low insulin. The user performed a supply change with agent guidance, and the device was expected to bring glucose back into range without alerts for prolonged severe hyperglycemia. Symptoms included hyperglycemia with no acute clinical effects. Outcomes included no medical intervention, no assistance required, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education regarding missed meal announcement and supply change. Investigation of this case revealed user-related use error associated with a missed meal announcement, with no device malfunction or alert/alarm issue identified for this event. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.